Manufacturer narrative:
No information has been provided to date. The device was received for investigation. The smiths label is intact and there was no damage to the device. There was no evidence of the reported failure in the event log, but high alarm displayed was noted. A functional test was performed, and the reported failure was not duplicated. No actions will be taken. The root cause of the reported failure cannot be established as no fault was found. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump has an air in line failure. No patient injury was reported.